Event description:
At 1400 on 7/27/93, notification was received that CT scanner was down and needed repairs. All pts have been rescheduled or transferred for procedure. List of all pts involved will be maintained.